Manufacturer narrative:
(B)(4). Concomitant medical products: 185264, vngd ssk 360 r fem 65mm, 6082525; 185211, bmt 360 tib 5.0 offset adapter, 881810; 185651, bmt 360 tib lg cruciate wing, 700880; 185084, vngd ssk ps tib brg 14x71/75, 299930; 185210, bmt 360 2.5mm offset adapter, 550180; 185203 bmt 360 tibial tray 71mm 392640. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03680; 0001825034-2018-03681; 0001825034-2018-03757; 0001825034-2018-03758; 0001825034-2018-03759; 0001825034-2018-03760; 0001825034-2018-03761. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a right knee revision procedure and subsequently is now experiencing pain, swelling, sensitivity, and may be having a possible allergic reaction to the implants. It is further reported that the patient has stabbing pain in the grown area to mid shin. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.